Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer declined troubleshooting for high blood glucose level because insulin pump was not with user. Customer mentioned that she was in coma 4 years ago and she did not want to experience that again and her blood glucose went up to 40 mg/dl at that time. The insulin pump was not returned for analysis.